Event description:
It was reported that during a thoracoscopy apex resection procedure that the instrument did not staple completely, no further information is available. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.